Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over through multiple stations. A technical support specialist dialed into the server and ran a site-down query, identified seven available for processing messages at the carefusion coordination engine (cce), restarted services related to database synchronization, external messaging, communication, pipe, and the port adapter. All messages processed successfully, ran all device event reports, and confirmed that all data was current. No pending messages remained, and all orders were crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over through multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.